Manufacturer narrative:
The device is not available for return to calibra for evaluation. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017 it was reported that the dosing buttons on the device were not functioning properly. The patient stated that the buttons do not lock, as expected, when the device is empty of insulin. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.